Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of inner shaft/sheath detachment of device or device component. Block h10: a wallflex fully covered biliary delivery system was received for analysis; the stent was not returned. The delivery system was received with the guidewire stuck. Visual inspection was performed and it was found that one section of the inner sheath was detached. The outer clear sheath was kinked in two sections. No other issues with the delivery system were noted. The reported event of inner shaft/sheath detachment of device or device component was confirmed. The investigation concluded that the reported event and the observed failure were most likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, limited the performance of the device and could have caused the physician to apply force during use resulting in the inner sheath to detach and outer sheath to kink. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: block d8 has been corrected.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent was deployed successfully; however, it was noted that the inner sheath was detached and was wrapped around the stent hanging in the duodenum. The physician was comfortable leaving the inner sheath and stent implanted. Another wallflex biliary stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent was deployed successfully; however, it was noted that the inner sheath was detached and was wrapped around the stent hanging in the duodenum. The physician was comfortable leaving the inner sheath and stent implanted. Another wallflex biliary stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Blocks e1 and e3: initial reporter's title and occupation have been updated based on additional information received on june 03, 2021. Block h6: medical device problem code a0501 captures the reportable event of inner shaft/sheath detachment of device or device component. Block h10: the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent was deployed successfully; however, it was noted that the inner sheath was detached and was wrapped around the stent hanging in the duodenum. The physician was comfortable leaving the inner sheath and stent implanted. Another wallflex biliary stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient condition after the procedure was reported to be stable.